Manufacturer narrative:
Date is approximate. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's implant had not been working as effectively, they were wondering if the implant battery was low. Patient reported they had lost 20 pounds and wanted to know if that would affect stimulation. Patient wanted to adjust settings, but was unable to troubleshoot on the call. Patient also mentioned they had a hysterectomy about 6-7 weeks prior to the report. No further complications were reported or anticipated.